Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced a serious adverse event. Specifically, growth of the aortic arch and descending aorta. The event is recorded by the study investigator as possibly related to the device and possibly related to the implant procedure. The event onset is 27december2020 and it is ongoing. According to the study investigator, pre-existing debakey type a dissection caused or contributed to the event.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the current complaint. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and/or implant procedure. Patient is a 46-year-old male who had an amds40-de implanted on (B)(6) 2020. The event is reported as a vascular related event detailed as ¿growth of the aortic arch and descending aorta,¿ with an onset date of 27dec2020 (5 months post-op) and is reported as ongoing. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. The debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event was considered a serious adverse event for the following reason: life-threatening illness or injury. The patient was not hospitalized, and no treatment was provided. The event outcome was documented as ongoing. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information provided specified that the patient has the following comorbidities: hypertension (requires more than 2 drugs or uncontrolled). CT images were provided. The images were reviewed and the reviewer agreed with the complaint description. Additionally, the study¿s core lab notification of significant findings revealed ¿growth of the aortic arch and descending aorta.¿ upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. The amds risk file was reviewed and found to be adequate. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Adequate precautions are provided in the instructions for use. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.